Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 44mm diameter abdominal aortic aneurysm. It was reported that on CT exam performed approximately 4 months post index procedure, an infolding of the stent graft was observed leading to a type ia endoleak. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Additional information received for this case reported that another manufacturer stent was implanted to correct the infolding issue. It is not known if the type ia endoleak resolved. No other clinical sequelae were reported. Films review summary: the exact cause of the bifurcate infolding leading to the proximal type I endoleak could not be determined from the films provided. Angiograms during implant were not provided. Pre-implant CT¿s revealed that the proximal neck diameter measured 24mm at the sma, and ranged from 27 ¿ 33 ¿ 28mm in diameter along the 20mm neck length. The neck was moderately calcified around the entire perimeter, with mild thrombus, and the infrarenal neck was moderately angulated to ~60deg a-p relative to the distal aorta. Post-implant CT¿s at 3 months confirmed stent graft radial infolding along the posterior aortic wall, from the renal arteries extending down to the flow divider. The maximum infolding measured ~20mm and there was a likely proximal type I endoleak due to the infolding caused irregular proximal seal. The neck diameter below the sma near the level of the suprarenal stents proximal apices measured 25mm, and the stent graft proximal od ranged from 28 ¿ 32 ¿ 28mm. It is likely that the infolding occurred during implant; however, films dur ing implant were not available to confirm. It is possible that bifurcate oversizing, in combination with the reduced flow lumen due to the neck calcification, may have contributed to the infolding. Films during the intervention when the other manufacturer stent was implanted to correct the infolding were not available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received on this case reported that an angiogram completed following placement of the other manufacturer stent, showed there was no endoleak anymore. If information is provided in the future, a supplemental report will be issued.